Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). A 4.50mmx12mm nc emerge® balloon catheter was used for dilatation. On the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was successfully completed with a non-bsc device. No patient complications were reported and the patient's status was good.